Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate atrial tachycardia response (atr) mode switch episodes due to noise and oversensing of rate response trend (rrt) sensor on right atrial (ra) channel. Ra lead pace impedance measurements were also noted to exhibit some fluctuations from the high 400 ohm range to approximately 1050 ohms, which is still within normal specification limits. The patient was subsequently brought into the clinic. Boston scientific technical services discussed with the healthcare provider (hcp) that this issue was possibly due to a device header spring contact issue. The hcp indicated that the leads are fine for pacing and sensing, the rrt sensor was programmed off and they will continue to monitor the patient. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was provided that there have been subsequent high out of range ra pace impedance measurements. The device and ra lead remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate atrial tachycardia response (atr) mode switch episodes due to noise and oversensing of rate response trend (rrt) sensor on right atrial (ra) channel. Ra lead pace impedance measurements were also noted to exhibit some fluctuations from the high 400 ohm range to approximately 1050 ohms, which is still within normal specification limits. The patient was subsequently brought into the clinic. Boston scientific technical services discussed with the healthcare provider (hcp) that this issue was possibly due to a device header spring contact issue. The hcp indicated that the leads are fine for pacing and sensing, the rrt sensor was programmed off and they will continue to monitor the patient. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate atrial tachycardia response (atr) mode switch episodes due to noise and oversensing of rate response trend (rrt) sensor on right atrial (ra) channel. Ra lead pace impedance measurements were also noted to exhibit some fluctuations from the high 400 ohm range to approximately 1050 ohms, which is still within normal specification limits. The patient was subsequently brought into the clinic. Boston scientific technical services discussed with the healthcare provider (hcp) that this issue was possibly due to a device header spring contact issue. The hcp indicated that the leads are fine for pacing and sensing, the rrt sensor was programmed off and they will continue to monitor the patient. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was provided that there have been subsequent high out of range ra pace impedance measurements. The device and ra lead remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device was subsequently explanted and replaced due to normal battery depletion approximately a year and five months later. The device was returned to boston scientific. The ra lead remains in service connected to the new crt-d device. No patient symptoms or adverse patient effects were reported.